Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and possible allergic reaction at sensor adhesion patch site. Patient sought medical advice and was prescribed topical creams to help alleviate the irritation. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.